Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-42453. Reference manufacturer report number: 2032227-2014-42434.

Event description:
It was reported that the customer had a difference between sensor glucose and blood glucose readings. Customer's blood glucose level was 286 mg/dl. Customer treated with the pump. Customer stated that she is always 100 points off. Customer was unable to upload to carelink. Customer had a sensor glucose reading of 142 mg/dl. Transmitter was reviewed and was functioning correctly. Customer had a low blood glucose event and was hospitalized on (B)(6) 2014. Customer's blood glucose level was under 17 mg/dl. Customer dialed 911 and the perceived cause of the low blood glucose level was that it was shown on the pump that it did not suspend. No additional information provided.